Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 30.2 mmol/l at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Prior to the event, the insulin pump alarmed no delivery. The customer was using silhouette infusion sets, but two weeks prior to the event the customer switched to sure-t infusion sets. Nothing further was reported.